Event description:
On (B)(6) 2014 at (B)(6), a siemens field service technician inadvertently brought imaging equipment into the operating room suite near the end of the deployed magnet. The imager was drawn into the bore of the magnet, resulting in a broken shoulder and fractured ribs to the technician. There was no malfunction of the system. The event was caused by user error.

Manufacturer narrative:
There was no malfunction of the system. User error was the root cause of the event. The field service technician neglected to move the magnet out of the or suite prior to bringing in the imaging equipment. The technician was aware that the equipment was mr-unsafe and was previously trained on mr safety. The system was quenched the following day in order to remove the imager from the bore of the magnet. The damaged components and cover are to be replaced and are on order. The system was inspected before ramping the magnet back up.